Event description:
It was reported that the patient experienced "a painful feeling in his chest every night at 11 pm that lasts for forty seconds every time." Reprogramming was done to turn off the device's capture management. The patient has not experienced any symptoms since. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013. (B)(4).